Manufacturer narrative:
The device history record (DHR) for the reported lot number was reviewed. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. There were two (opened, used) samples returned with this complaint. The samples were visually inspected for sand like particles inside the barrel of the syringe. For one of the syringes, some sort of gel texture solution was inside of it. Based on the position of the plunger and the solution inside of it, it seems the customer used the syringe and introduced the solution into it. It could not be determined if any ¿sand like¿ particulate was inside the barrel. The second syringe also included some particles of the gel texture solution. It seems the solution migrated from one syringe to the other. The gel solution particles were spread through the bag in which the syringes were shipped. No ¿sand like¿ particles were observed. Therefore, the reported condition is not confirmed. The exact root cause of the reported condition could not be determined at this time. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for particulates and contamination. The lot met the acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states a sand like particle was found floating in the syringe.